Event description:
Caller reported a cartridge alarm 30, and there was no adverse impact to the customer's blood glucose level. The issue was not related to the loading process, but there was a history of similar alarms with the pump. Technical support decided to replace the pump, as it was within warranty, and confirmed details for a replacement. The customer planned to use a backup insulin pump to ensure continued insulin delivery. Technical support provided instructions for storing the current pump, shipping procedures, and steps needed when receiving the new pump. The customer understood and acknowledged all instructions, and the replacement pump was sent without requiring a delivery signature.